Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were probably problems with the flow rate and cooling of patients in an arctic sun device. Per follow up information received via email on 25oct2024, device would be repaired in the hospital by crs or device would be repaired at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Patient involved and therapy was finished with another device.

Manufacturer narrative:
Bd has determined that this issue was confirmed as use-related due to inadequate maintenance of the device. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is inadequate maintenance of the device. The device was evaluated upon receipt. Device does not cool properly, cooling fins very dusty. Cooling ribs cleaned from the cooling unit. Performed sensor calibration and stk/mtk. Device with no errors. The instructions-for-use under baw2800548 rev 2 and addendum baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per baw2800548 rev 2: condenser. A dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were probably problems with the flow rate and cooling of patients in an arctic sun device. Per follow up information received via email on 25oct2024, device would be repaired in the hospital by crs or device would be repaired at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Patient involved and therapy was finished with another device.